Manufacturer narrative:
The downloaded data returned an 0x34 alarm, indicating that the processor reset for an unknown reason. Although the device successfully downloaded, the device could not establish communication with a different pdm to deliver a bolus. A root cause for the reported communication error and the observed 0x34 alarm could not be determined. In addition, the fill port of the reservoir was deformed causing fluid to leak around the fill septum. Corrosion was observed on the batteries, pcb, and piezo. Due to the corrosion, the bottom and middle batteries had insufficient battery power.

Event description:
It was reported the patient's blood glucose level rose to 272 mg/dl while wearing the pod between 24 and 36 hours. The patient reported the pod lost communication while trying to deliver (1 u) bolus.